Manufacturer narrative:
Lot # ak090053. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, according to the available information, according to the available information the patient¿s legal representative stated urge and stress incontinence and pelvic pain. Aris trans ob was implanted on (B)(6) 2011 and remains implanted. On (B)(6) 2011- blood in urine. On (B)(6) 2011- bleeding, ui at night and occasionally during the day. On (B)(6) 2013- pelvic pain.